Manufacturer narrative:
On (B)(6) 2019, , the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/05/2019, mentor became aware that the date of explant is (B)(6) 2019. Hence, following updates have been made: - required intervention has been selected. - ex[plantation date has been added . Methods code has been updated to "device not returned. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: left side 430cc mentor memorygel breast implant; catalog number: 3505430bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast surgery with 430cc mentor memorygel breast implant and was presented with right side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 8/27/2019, mentor became aware that the patient also encountered capsular contracture; baker grade unknown and underwent explantation and replacement with 430cc mentor gel implant on (B)(6) 2019. Capsular contracture has been added. On 9/2/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed to be ruptured and received in two parts. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No other anomalies were observed. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).